Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad trace. No scroll bar/ramping numbers without button press noted during testing. The insulin pump passed the unexpected restart error test. No unexpected restart alarms noted. No unexpected weak battery alarms noted. The insulin pump had cracked battery tube threads and scratched on display window noted during testing. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm and keypad anomaly. The blood glucose at the time of the incident was 246 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.